Event description:
An optician forwarded a report to co's office in switzerland that a male pt experienced "conjunctivitis" and a "general infection of the conjunctival vessels" after using oxysept comfort neutralizing tablets with b12 indicator (nact). The pt was treated with an anti-inflammatory/antibiotic. Co is attempting to obtain further info regarding medical treatment evaluation.